Event description:
A consumer reported strong vision issues after bilateral intraocular lens (iol) implantation, limiting quality of life. According to the consumer, there were no organic findings. Additional information has been requested but not received to date. This is one of two medical devices reports being filed for this event. This report is for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).